Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a tracheostomy performed on (B)(6) 2018. The patient began to have right-sided weakness and did not recognize family members on (B)(6) 2017, and on (B)(6) 2017 the patient was diagnosed with bilateral subdural hematomas via CT scan. The patient was on heparin and aspirin at the time of the event, with a pro-thrombin time of 56 seconds. The stroke affected the patient's quality of life, and the patient was admitted for approximately 90 days. The patient was treated at a rehabilitation facility and was eventually discharged home, responsive, and walking with a walker and starting outpatient pt. No additional information was provided.

Manufacturer narrative:
The patient remains lvad support and no further events have been reported at this time. A direct correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.